Manufacturer narrative:
This is a duplicate report of 1818910-2013-02249. This report, 1818910-2013-12240, will be rejected.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address malpositioning of the cup. Poly wear was also reported.